Event description:
The complainant stated that she has vision problems. She has a twofold complaint: 1) the instructions on the packaging are much smaller in size than necessary. She has used competing products before without problems and the store put the suspect product in the same area as others and 2) therefore, when she used 1 drop in her eye (the website www.clearcaresolution.com says this should not be done) the result was a burnt eye for which her ophthalmologist prescribed medication.